Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the customer was unable to provide a cgm blood glucose (bg) reading and meter bg reading at the time of the event. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 31 mg/dl. Customer went to the emergency room (ER) and was treated with intravenous fluids of glucose and dextrose. Customer was released from the ER 3 hours later with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.